Manufacturer narrative:
The customer claims that the user's anti-tip device broke and that the user fell and received a head injury. The reporter did not specify the severity of the injury or if medical attention was sought. Attempts to contact the reporter for more information were unsuccessful. Tilite requested return of failed part but no response was received. The DHR for the chair was reviewed and the chair passed all applicable quality tests and configuration requirements. It met all manufacturer specifications when it left the facility. Without the ability to evaluate the device, it is difficult to determine the cause of failure. At this time, the cause is unknown. A follow up medwatch form 3500a will be submitted if any additional information is provided.

Event description:
The user fell backward and the antitip broke. The user hit their head.